Event description:
Received two injections of synvisc into an unknown knee 1 week apart. After the first injection pt experienced soreness around the injection site. The pt believed that this injection was not injected intra-articularly but into the soft tissue. The second injection was given with no problems. The third injection. In jan 2005, the pt experienced severe inflammation and pain in pt's right knee following the third synvisc injection. Pt was seen by the physician 1 day later and received an injection of anesthetic (unspecified) and cortisone. Pt reported the pain and inflammation had nearly resolved at the time of this report.